Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on november 19, 2021, it was found that the coating of the insertion tube had been partially peeled off due to deterioration. There was no report of patient injury associated with the event.

Manufacturer narrative:
Sorc checked the subject device and found the phenomenon. The manufacturing record was reviewed and found no irregularities. It was presumed that the phenomenon occurred due to mechanical stress such as friction, and the chemical attack with unpresented chemical solution. The exact cause of the reported event could not be conclusively determined.